Manufacturer narrative:
(B)(4). Sample availability remains unknown. Should additional information become available, a follow-up report will be submitted. The root cause of the spike separating from the bag was undetermined. A batch review was performed with no defects noted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If a sample or additional information becomes available, a follow-up report will be submitted.

Event description:
During troubleshooting with baxter's technical service representative (tsr) for a check lines and bags alarm, the home patient stated the spike came out of the bag. The tsr explained the hp would have to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.